Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there were six similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. False negative results were reproduced during the investigation. The issue was monitored by tech ops, however, further root cause analysis of false negative results did not provide additional information. Root cause is undetermined.

Event description:
Customer reports 10 false negative results for four individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 1 of 2 false negative results for individual 4. See (B)(4) for the additional false negative results. On (B)(6) 2022, individual 4 received a negative result using the cue covid-19 test for home and over the counter (otc) use (cartridge lot 21681m and sn (B)(4). Prior to testing with cue, individual took quickvue at-home otc covid-19 test on (B)(6) 2022and received a positive result. On 07 june 2022, individual had a covid naat (idnow) pcr test and received a positive result. Individual tested had cold-like symptoms during the time of testing.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.